Manufacturer narrative:
The manufacturer's field service engineer (fse) replaced the motor controller (mc) board. A functional test was completed and passed successfully. The device was returned to the customer to be placed back into service. The mc board was returned to the manufacturer for failure investigation. No issues were found on the mc board and the customer complaint was not verified.

Event description:
The customer reported the ventilator gave an occlusion alarm while there was no circuit connected. The blower is not running. There was no patient involvement. The remote service engineer (rse) spoke with the customer. The pneumatics screen showed pressure set to 65, and the blower would intermittently come on with rpm varying 3,000 to 15,000 while blower volts / amps held steady.